Event description:
It was reported that when the doctor opened the lead, the tip was bent. The implant was completed with a new good lead. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of lead model 3389s-40, lot # v860237 showed that the electrodes were misaligned and the distal tip was bent.